Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited crosstalk. The oversensing became more prevalent the following day. X-ray was performed and the lead was noted to be in the right position. The issue was resolved by reprogramming the device. The patient was not symptomatic and was stable throughout.